Event description:
It was reported the right side therapy impedances were greater than 4000 ohms and the current was less than 15 ma, but the individual electrode impedances were normal. The amplitude setting was reported as 9.2 v. No changes in symptoms were reported. It was later reported no historical therapy measurements were collected. The patient had not had another device interrogation since (B)(6) 2013, when the prior interrogation occurred. The patient was asymptomatic. It was reported no interventions were needed.

Manufacturer narrative:
(B)(4).